Manufacturer narrative:
(B)(4). Concomitant medical products: item# 010000808 g7 hi-wall arcomxl lnr 32mm c lot# 6228535, item# 010000661 g7 pps ltd acet shell 48c lot# 6326438, item# unknown unknown stem lot# unknown, item# unknown unknown head lot# unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02204, 0001825034 - 2019 - 02205.

Event description:
It was reported during a total hip arthroplasty procedure, the surgeon was unable to seat the liner after multiple attempts. The surgeon tried to seat a different liner and this was unsuccessful as well. The implanted cup had to be removed and a competitor cup and liner was implanted. A twenty minute surgical delay was noted. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#: (B)(4). The event was confirmed with product received. Upon visual inspection liner is impacted into shell and could not be removed, there is a gap that can be seen in the screw holes of the shell. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.